Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. It was unable to verify the motor error alarm due to button keypad anomaly. Motor passed the motor test. Device was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while sleeping and then the next morning during bolus. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value at the time of the alarm was 189 mg/dl; latest reading was 340 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.